Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual unaided inspection of the fiber identified the fiber was received with 2 cards and the data from fiber card 1 indicated that the fiber was not expired, it was recognized by the console, and it fired. The other data from fiber card 2 indicated that the fiber was recognized and fired. Microscope inspection identified a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture and the testing identified light visualization of fiber body. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. Therefore, the reported complaint of forward firing was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. According to the device instructions for use (IFU) states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. A risk review was completed and confirmed that the event of forward firing is defined in the risk documentation. There is no information that the identified the distal circumferential fracture with an output below the threshold for patient harm, could cause or contribute to patient harm if it were to reoccur. Based on analysis and the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure to treat benign prostatic hyperplasia, the fiber began to forward fire after 32 minutes 58 seconds and 269,751 joules of use. It was noted that the fiber tip was intact. A new fiber was opened and used to complete the procedure. There was no patient complication.

Event description:
It was reported that during a procedure to treat benign prostatic hyperplasia, the fiber began to forward fire after 32 minutes 58 seconds and 269,751 joules of use. It was noted that the fiber tip was intact. A new fiber was opened and used to complete the procedure. There was no patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual unaided inspection of the fiber identified the fiber was received with 2 cards and the data from fiber card 1 indicated that the fiber was not expired, it was recognized by the console, and it fired. The other data from fiber card 2 indicated that the fiber was recognized and fired. Microscope inspection identified a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture and the testing identified light visualization of fiber body. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. Therefore, the reported complaint of forward firing was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. According to the device instructions for use (IFU) states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. A risk review was completed and confirmed that the event of forward firing is defined in the risk documentation. There is no information that the identified the distal circumferential fracture with an output below the threshold for patient harm, could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure to treat benign prostatic hyperplasia, the fiber began to forward fire after 32 minutes 58 seconds and 269,751 joules of use. It was noted that the fiber tip was intact. A new fiber was opened and used to complete the procedure. There was no patient complication.

Event description:
It was reported that during a procedure to treat benign prostatic hyperplasia, the fiber began to forward fire after 32 minutes 58 seconds and 269,751 joules of use. It was noted that the fiber tip was intact. A new fiber was opened and used to complete the procedure. There was no patient complication.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.